Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator non-malignant pain and complex regional pain syndrome type ii. A loss of stimulation was reported. The patient noticed that her stimulation cut out a couple of times on the morning of (B)(6) 2016 while she was in the bathroom fixing her hair. It happened again for the second time when the patient was getting stuff out of a closet. There were no falls/trauma reported that could have been related to this issue. The patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.